Event description:
It was reported that the patient presented to the clinic after experiencing pectoral stimulation. It was found that high out-of-range pacing impedance was detected on the right ventricular (rv) lead. The device had automatically switched polarity and was rv pacing in unipolar polarity, causing the pectoral stimulation that the patient was experiencing. Programming change was made, and the pectoral stimulation stopped. No further intervention is planned at this time. The patient's condition was good pre and post-programming changes.